Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3371-4000 serial/batch (B)(6) was received for investigation. Visual inspection noted that the shaft was damaged: gauges and striation marks. Additionally, the stopcock was not returned. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via (B)(4) that an ar-3371-4000 sheath body¿s end looks beat up and is catching soft tissue. This occurred during use in a case with no patient impact.